Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation surgery with two 420cc mentor smooth round high profile saline breast implants experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with a 500cc mentor smooth round high profile saline left breast implant and a 460cc mentor smooth round high profile saline right breast implant on (B)(6) 2009. This medwatch form is for the right breast prosthesis.